Event description:
Caller states that a patient was tested at 97 mg/dl on the inform system at 1139. At 1157, the patient was tested at 104 mg/dl on the inform system. At 1208, the patient became unresponsive. A lab draw was immediately performed; however, the lab result was not received until 1300. The lab result was 37 mg/dl. Upon receipt of the lab result, the patient was treated with dextrose. Caller states that the staff did withhold treatment to the patient based upon the meter results. Patient was able to feel better soon after treatment with dextrose. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.